Manufacturer narrative:
(B)(4)

Event description:
It was reported in (B)(6)2009, that after the patient charged the ins recharger to one-hundred percent, the device still showed that it needed to be charged. The patient received a replacement recharger the following day from the manufacturer. It was later reported that the patient experienced a loss of therapeutic effect, following implantation. The patient experienced pain relief for only a few days, after every programming session. The patient felt pain in the hip bone and down the leg. It was not stated what side hip and leg were involved. There was no known related incident or accident reported. The patient was scheduled for reprogramming. It was later reported that the patient experienced a surging sensation, when the stimulation was turned on. The patient (felt a shocking or jolting sensation. The patient stated that the programmer worked better when not in the patient's apartment building. The patient suggested that environmental (home) interference affected the patient programmer. The patient further reported that the antenna did not stay plugged into the antenna jack. It was noted that the patient was reprogrammed on two occasions and had adequate stimulation for the pain. No further details, patient symptoms or outcome were provided at the time of this report.